Event description:
The customer reported that the system would intermittently not boot up completely and required a system reboot in an attempt to gain functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and removed excessive data files from the hard drive and reloaded system software. The system operates as intended.